Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description discoloration inside hub. Detailed inquiry description before use, there is a yellow discoloration inside the hub of the catheter. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, a yellowish septum was observed on the returned sample. Based on the investigation, the sample is not within specification and the reported defect is confirmed. The valve was sent for identification, and it matched with b. Braun lubrication oil. The yellowish septum likely originated from the lubrication oil accumulation which is applied on product which helps to facilitate smooth cannula withdrawal process. However, at the catheter to cannula assembly station, the septum closed around the cannula tip and wipes the oil on the cannula when the gripper pushes the catheter hub onto the cannula hub. This is most likely the process that can cause excess oil to accumulate on the septum. The oil is known to have yellow color as stated in its safety data sheet. However, this lubrication oil has no clinical relevance to the patient. Based on the investigation, the cause of the yellowish septum remains unidentified. Further engineering analysis will be conducted to simulate the yellowish septum and to identify the actual root cause. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.